Event description:
Information was received regarding a cadd solis hpca pump. It was reported the pump failed delivery accuracy test (>21.2ml). It is unknown if there was a patient, or clinician injury associated with this occurrence. No further details provided at this time.

Manufacturer narrative:
Other, other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact, inside the a/c power plug was damaged, the dso (downstream occlusion sensor) seal had a bubble, the lcd lens was scratched. The customer stated problem was duplicated and confirmed. The device's delivery accuracy was running at three different tests, all of the test were found to be over the manufacturing specifications. The pumps expulsor was replaced to bring the delivery into more nominal of a range. As a secondary issue inside the a/c power pump was damaged, the main board was replaced for the issue. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
No patient injury was reported.